Event description:
Prostate biopsy gun fired to obtain biopsy. When needle retracted, specimen collection portion of the needle was bent and no specimen. Biopsy gun removed from the treatment room and a new biopsy gun was used to finish the procedure. All biopsies were obtained.